Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's right lead had high impedances. It was confirmed via x-ray that the lead was fractured. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place and during the procedure, the patient was having difficulty breathing and had an obstructed airway. The anesthesia team flipped the patient. Once the patient was stable, he was placed back on the table and the physician decided to explant the whole system at this time.